Event description:
Additional information received corrected that patient did not experience withdrawal. It was reported that the patient was going through all kinds of ¿weird things at home¿ following the appointment on (B)(6) 2012. The patient was taking pills because the pump ¿didn¿t work all the time.¿ the pills didn¿t really work that good without pump because her pump was ¿really high.¿ patient was ¿really sick¿ and this was not the first time that she got sick with this pump. It was also reported that during a catheter revision, the health care professional ¿snipped a little piece of the catheter.¿

Event description:
It was reported that the patient experienced withdrawal following an appointment on (B)(6) 2012. It was stated that they were trying to determine what was going on with the pump. It was added that the pump "didn't work all the time" and that there was a problem with the catheter. They were trying to determine what to do. It was believed that the pump was not reprogrammed and/or turned back on after the appointment. Additional information has been requested; a follow-up report will be sent if it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8703w, lot# l73882, implanted: 2000-(B)(6), explanted: unk. (B)(4).

Event description:
It was reported the patient was not receiving therapy. Upon opening up the pump pocket, it was discovered that the catheter was not connected to the pump properly. It was indicated the catheter came loose from the pump after a fall. It was confirmed the catheter was fractured. The catheter was revised. It was noted they were able to use the same catheter. The patient has been receiving proper therapy since the revision. The pump was delivering dilaudid.